Event description:
The patient was revised because of wear.

Manufacturer narrative:
The investigation confirmed polyethylene wear; however, the reported delamination was not confirmed. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the polyethylene wear; however, visual observations did not identify excessive wear. No evidence was found suggesting product error was a contributing factor. Based on the invesigation findings, the need for corrective action is not indicated.